Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Analysis of the system log file showed that there was malfunction with the flexvision pc. The philips engineer rebooted the system, but it did not resolve the issue. The fse replaced the flexvision pc in the subsequent case. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc and identified that there was configuration issue. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.